Manufacturer narrative:
The generator was returned for failure analysis (fa), and the reported u-02 errors were not confirmable using logs; however, given mixed information in report c-33 errors logged in system logs consistently are a confirmable and critical failure mode. Multiple error codes were found in the logs. Inspection during fa process was able to replicate c-33/c-00 failure mode; unit tested on system, presents c-33/c-00 error on start. Given corroboration between c-33 error encountered during fa and c-33 errors logged in logs. The root cause was attributed to the generator failure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered u-02 errors on the generator. The customer contacted the technical service engineer (tse) for phone assistance. The tse provided a possible workaround and communicated this information to the customer. The system serial number was not verified during the call, and error logs were unavailable at that time. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed by exchanging the generator from another xi system. There was very short surgical delay when exchanging the generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.